Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03-oct-2019 with the following findings: the original complaint was reported on (B)(6) 2018. A review of the pump's history showed the pump was in use until (B)(6) 2019. Due to continued use of the pump, the pump's black box and alarm history were no longer available for review from the time of the complaint.during testing, the pump successfully completed the rewind, load and prime steps without any call service alarms warnings or issues. The pump successfully completed the 12-hour duration test without any issue or call service alarm. Investigation was unable to reproduce or duplicate a call service alarm. Unrelated to the original complaint, the battery compartment was found to be cracked. However, the returned battery cap was able to properly secure to the returned pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This complaint was previously included in the voluntary summary report submission (vmsr) and is now being submitted as an initial report with investigation findings due to the transition of the vmsr program.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The specific call service alarm allegedly emitted was not provided. It was reported that the user blood glucose (bg) reading was greater than 250 mg/dl; however, the bg reading did not exceed 500 mg/dl. No symptoms of hyperglycemia were reported. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.